Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s newly implanted right atrial lead found to be dislodged a day post-implant. The ra lead dislodgement was confirmed with a chest x-ray. The atrial lead was sensing the right ventricle having displaced across the tricuspid valve and fallen into the right ventricle. The dislodged lead exhibited failure to sense/pace, unable to capture the right atrium. The lead was explanted and replaced. The patient remained stable post dislodgement, during new atrial lead implant, and post-procedure.